Event description:
It was reported that the patient's pacemaker was failed to be interrogated via radio frequency (rf) telemetry. The patient presented at the clinic for further intervention. The pacemaker rf telemetry was re-enabled via interrogation using an induction wand. The patient was in stable condition.